Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Upon device interrogation, it was noted that there was a high impedances, high thresholds, loss of capture, oversensing, short v-v intervals, and polarity switch on the right ventricular (rv) lead. The rv lead was explanted and replaced. Upon extraction the rv lead was noted to be fractured and to have insulation damage. Also upon removal of the rv lead, the ra lead became dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.